Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty. I received a depuy pinnacle sector ii cup size 52, a pinnacle metal insert 36 mm neutral, summit tapered hip stem size 3 standard offset, and an articul/eze m metal on metal femoral head 36, +5. On (B)(6) 2007, I underwent a left total hip arthroplasty. I received a depuy pinnacle sector ii cup size 52, an ultamet metal on metal insert 36 mm neutral, summit tapered hip stem size 3 standard offset, and an articul/eze m metal on metal femoral head 36, +5. Soon after these surgeries, I began experiencing pain and difficulty with my implants. On (B)(6) 2010, I experienced a dislocation of my left hip which required me to be hospitalized. On (B)(6) 2010, I was hospitalized again for another dislocation. My doctor has recommended that I have a revision surgery to remove the pinnacle devices. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my thigh and hip areas. I also feel extreme discomfort when sitting, walking, or standing for periods of time. I also battle loosening of my implants which often makes me feel like it is about to come out of place. Diagnosis or reason for use: avascular necrosis right hip, avascular necrosis left hip.